Manufacturer narrative:
(B)(4) date sent: (B)(6) 2017 d4: batch # unk the analysis results found that the b11lt instrument was received with the sleeve broken and melted. In addition, the piece missing from the sleeve was returned inside a plastic bag. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cystectomy procedure, when the device was inserted the surgeon noticed it was hard to insert. In the end of the surgery after taking out the device he noticed that the tip of device wasn¿t complete, he looked in the abdomen found a little piece of plastic took it out and finished the operation. There were no adverse consequences for the patient.